Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files, as log files were not available on the date of the reported event. Analysis of the device revealed that the device failed to meet specifications; dimensional and functional verification showed no deviation from current manufacturing and functional specifications. However; the device failed visual inspection due to surface abrasions on the impeller inferior surface and lower housing ceramic surface. These mechanical abrasions of the housing surface and the matching surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Pathology exam confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause has been attributed to thrombus formation/ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing persistent high watts and high power with the ventricular assist device (vad) pump implanted in the right ventricle. The facility reportedly suspected a thrombus. The treating surgeon made the decision to exchange the right ventricular assist device (rvad) as the best course of action. The pump was explanted and new device implanted. The explanted device will be returned to the manufacturer for evaluation. The patient is reported to be recovering post rvad exchange.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system was designed, recommended for use and approved for use in the left ventricle. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0).